Manufacturer narrative:
B3: aware date used as event date is unknown.

Event description:
It was reported that patient death occurred. A left atrial appendage (laa) closure procedure was performed, and a watchman flx closure device was implanted. At an unspecified time after implant, the patient died. No additional information is known.